Manufacturer narrative:
A ge field engineer investigated the site and found two of three set screws that secure the collimator to the tube were missing. Further investigation is ongoing. There was no pt involved.

Event description:
It was reported that the collimator on an sfx system fell off and was found hanging by the cable attached to it. There was no pt involved and no injuries reported.